Manufacturer narrative:
(B)(4). The belt kit was sent to maquet for further investigation: investigation results: while unpacking the sample a maquet engineer noticed that the belt was wavy, twisted outwards. The white 2 larger belts displayed fraying. This is an issue when the pulleys do not have the same high. Thus failure could be confirmed. Further investigation is ongoing.

Event description:
(B)(4).

Manufacturer narrative:
It has been concluded that this issue has been the result of a manufacturing fault which has now been addressed through corrective action (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(6) 2015 05:31 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Pump product number: (B)(4); pump serial number: (B)(4). The supplemental medwatch will be submitted after receipt of new information.

Event description:
"Customer complained that the pump is much louder than the others." During testing, the belt has been found tearing. No patient involved. Internal reference: (B)(4).